Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the battery in the implant failing were that the battery had been in use for years, it was just a replacement of the battery. Conflicting information was reported, it was reported that the battery was changed out on (B)(6) 2018, it was also reported that the device was still in use.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for and fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the patient programmer did not connect with the implant and got poor communication. The patient replaced the batteries but that did not resolve the issue. The patient stated she did not feel stimulation but stated she normally did not feel stimulation because she had it set on a low level. She indicated that the last 3 weeks she was not getting symptoms relief. The patient was redirected to follow up with her healthcare provider to check her implant longevity. Additional information was received from the patient. It was reported that they had contacted their physician and they were waiting for an appointment to replace the implant battery. The circumstances that led to the programmer not connecting/poor communication was that the patient needed to increase the pulse and it wouldn't connect. They received a new programmer and it still wouldn't connect, the battery in the implant had failed. Steps taken to resolve the reported connection issues/poor communication was having a new programmer sent to them. It was reported that the issue had not yet been resolved, they were waiting on an appointment to have the battery replaced. No further complications were reported or are anticipated.